Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and impedances, as well as decreased sensing. There was also increased thresholds and impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead dislodged. An x-ray indicated it was due to twiddler¿s syndrome. A revision was performed. The lead remains in use.